Event description:
Allegedly, the patient suffered pain and instability; loosening of femur and stem. (Left knee) component not revised: advance ii modular titanium tibial base sz 4 std/product ID: kttinp40/lot number: 085268636.